Manufacturer narrative:
Device evaluation: the echo-19 devices of unknown lot numbers involved in this complaint were not available for evaluation. With the information provided, a document based investigation was conducted. This file was created from the journal article. "Koziel 2019¿. Complaint file (B)(4) was opened as a result of this paper for off label use which this file will investigate prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As the lot numbers are unknown a review of manufacturing records could not be performed. The notes section of the instructions for use, IFU (B)(4) which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". Also, ¿intended use: this device is used to sample targeted submuscosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope.¿ there is evidence to suggest that the customer did not follow the instructions for use (IFU (B)(4)). A definitive root cause could be attributed to off label use as the echo-19 device is intended to sample targeted submucosal gastrointestinal lesions but was used to puncture (gain access). There was no device defect identified within the article. As per clinical input the device did not contribute to the complications listed. Complaint is confirmed based on customer testimony. According to the initial reporter, the procedure did not result in complications such as emboli or deaths. As per clinical input the device did not contribute to the complications listed. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The investigation was concluded on the (B)(6) 2021, this supplement report is being submitted to include the investigation conclusions within section h.

Manufacturer narrative:
(B)(4)complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Koziel 2019, endoscopic ultrasound-guided treatment of gastric varices using coils and cyanoacrylate glue injections: results after 1 year of experiencethe objective of the study is to report experience using coils and cya glue injection in the treatment of gastric varices. To puncture the varicose veins and implant the coils, standard fine-needle aspiration was performed using echotip®ultra 19g needles (cook endoscopy, limerick, ireland). After puncturing the varicose veins, a needle stylet was used to push the implanted 0.035-inch embolic coils.this is off-label use of the echotip®ultra 19g needles.the procedure did not result in complications such as emboli or deaths.off-label use:used to puncture (gain access).